Event description:
Caller stated that the end-user sought medical attention on (B)(6) 2023 in the morning (did not know exact timeframe). Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result with a decimal (caller was unable to recall the result). Caller stated that the end-user said he usually has a blood glucose around 99-101mg/dl. Caller stated that the end-user is homeless and does not have a fixed address, and was found unconscious on the side of road on (B)(6). Caller stated that they did not know the reading on the prodigy meter prior to seeking medical attention. Caller stated that the end-user was transported to the (B)(6) hospital located at (B)(6). Caller did not know what the end-users blood glucose was when he arrived at the hospital. The end-user was unable to provide his current medications. Caller stated that the end-user was still admitted into the hospital. No additional information was provided.

Manufacturer narrative:
No nonconformance was found and recorded in the document ( (B)(4) ) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) ). The meter was shipped to pdc on 2022-05-09. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(6) ) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d230320b-4) from okb's warehouse and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 65/63; level high: 326/327) met the acceptance criteria (level low: 40~85; level high: 230~340). The root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.